Event description:
Foley catheter did not deflate completely flat for removal. There was a small fold in the area where the balloon was inflated. This is the second occurrence but only this one was reported. Both catheters have the same lot number. Neither were saved for review. Pts were unharmed.